Manufacturer narrative:
A field service technician evaluated the device. The unit is working properly.

Event description:
Alleges scooter will turn over when backing and turning at the same time. Alleges if an object is hit at the correct angle, the unit will climb a wall or furniture and turn over.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges scooter will turn over when backing and turning at the same time. Alleges if an object is hit at the correct angle, the unit will climb a wall or furniture and turn over.